Event description:
The customer reported an issue with a pump that declared an altitude alarm, which led to the suspension of insulin delivery. There was no adverse impact to the customer¿s blood glucose level. Technical support guided the customer through steps to resolve the issue, including cleaning the pump and replacing the cartridge, but the alarm recurred. Consequently, technical support decided to replace the pump and cartridge. The customer was informed about the use of mdi as a backup therapy, how to put the pump into storage mode, and the return process for the faulty pump.